Event description:
Additional information was received. It was reported that the pump had "eroded through the skin" and was removed due to infection. Patient outcome was notated as "no patient death" and the device was noted to be "returned for disposal only."

Event description:
Additional information was received. It was reported that the patient was still undergoing medication therapy at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a small surgical opening at the pump pocket site with drainage. It was indicated that the wound dehiscence was related to the implant procedure. It was noted that the site was infected and the patient was treated with intravenous (IV) and oral medication therapy. The pump pocket was revised and the outcome of the event was reported as resolved with sequelae. The drugs delivered via pump were sufenta, bupivacaine, clonidine, and compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).